Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices, as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned follow-up data from (B)(6) 2019 have been analyzed. The analysis of the available iegms confirmed the presence of noise in the right ventricular channel, leading to multiple charging cycles with shock deliveries. Based on the morphology of the noise signals, damage of the lead cannot be excluded. The data showed a normal functioning of the ICD. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. In the available iegm the occurrence of noise with resulting shock deliveries was confirmed. Based on the available data, a damage of the lead cannot be excluded. There was no indication of an ICD malfunction.

Event description:
Ous MDR - it was reported that approx. 109 months after the lead implantation, oversensing with inappropriate shocks occurred. The lead was capped and replaced.